Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient¿s seizures were worsening for the past two years. Magnet mode stimulation was reported to not always abort the patient¿s seizures. No known interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history revealed 1.95 years until neos = yes.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced one breakthrough seizures since the last office visit which was triggered by stress from familial problems.